Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: the product was used for neck. Isodine (disinfectant) used for surgical disinfection. Dressing was not used. No surgical procedure. No intravenous administration of drug. It is unknown whether the hospitalization period has been extended. Initial procedure date: unknown. Do you have any photos: no photo available. Date that the dermabond was removed? No information. Incision size of product application? No information. How was the product applied and how many layers applied? No information. Were any patch or sensitivity tests performed? No information. What is the physicians opinion of the contributing factors to the reaction?: the doctor commented "the symptoms were occurred in all places where the dermabond was placed, so it is considered to be contact dermatitis due to the dermabond". What is the most current patient status? Unknown. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? No information. Patient pre-existing medical conditions (ie. Allergies, history of reactions): no information. Was demabond or skin adhesive used on the patient in a previous surgery or wound closure? No information.

Event description:
It was reported that a patient underwent an otolaryngology-head and neck surgery on an unknown date and topical skin adhesive was used. Post operatively, it was reported that the patient developed contact dermatitis symptoms. Approximately, one day after the operation, the patient developed fever, redness and bulge. The symptoms occurred in all places where the topical adhesive was placed. After removing the topical skin adhesive, the patient was treated with allegra. There were no changes in symptoms, so the patient was then treated with steroidal vg ointment. The patient was then discharged. Additional information has been requested.